Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a cubie stuck. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was stuck. The field service engineer (fse) found that multiple cubies were missing from the application. Cubie a5 and e1 were removed and returned to the pharmacy. After removal, storage space was recovered. The system functioned as intended after the field service engineer repaired the device.